Manufacturer narrative:
The device was returned to olympus service for evaluation. The customer¿s reported issue could not be confirmed as no e315, e216 and b30 errors occurred during testing. The inspections did identify the insulation (safety) due to breakage of the up/down angle fixing lever heat shrink tube, fluid/moisture was found in the scope connector and there are scratches on the insertion tube. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis lucera elite colono-videoscope was returned for service/repair for a reported ¿noise occurs on the error and screen of e315, e213, b30 etc. It seems that the connector par is abnormal¿. The event was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it is probable that the reported issue occurred because of potential defects with the following: (a) image sensor unit, (b) the internal board of the scope connector, or (c) the system. Olympus will continue to monitor field performance for this device.